Event description:
It was reported that a spectrum pump had a keypad with inoperable #0, #1, and #2 keys. It was also reported that there was no patient involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of #0, #1, and #2 keys non-operational. Evaluation found the #0, #1, and #2 keys to have an intermittent response, caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.